Event description:
It was reported that the ventilator "froze up", would not put out any breaths, and had no audible alarms while connected to the pt. The pt's oxygen levels started to drop, so the pt was removed from the ventilator and bagged. No reported harm to the pt. After about a minute, the ventilator started again and delivered air flow.